Event description:
It was reported that a patient¿s ¿unit¿ suddenly shut down and she can¿t walk. It was reported that the patient had no stimulation sensation starting about ten minutes before calling in. It was stated that she was walking, her device all of a sudden went off, and she couldn¿t move. It was reported that the patient was instructed to place the antenna over her implant and press the sync button but nothing came on the patient programmer screen. It was stated that the programmer didn¿t power on after the patient tried a couple different sets of batteries. It was noted that none of the batteries that the patient tried were fresh batteries. Additional information received reported an eos/eol message. It was stated that the patient noticed symptoms today and when she tried to connect with the implantable neurostimulator she saw the ¿eos¿ message on her programmer. It was stated that her ins in the past have lasted a couple years, but this ins was implanted (B)(6) 2013 and was already depleted. Additional information received reported that the patient¿s healthcare professional (hpc) would be scheduling her for battery replacement soon.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. Product ID: 7496, serial# (B)(4), implanted: (B)(6) 1993, product type :extension. Product ID: 74001, lot# n349648, implanted: (B)(6) 2013, product type: adapter. (B)(4).

Event description:
Additional information received reported that the patient¿s battery was replaced. It was noted that the patient was receiving effective stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), product type: programmer, patient. Product ID 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. Product ID 7496, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID 74001, lot# n349648, implanted: (B)(6) 2013, product type: adapter. Product ID 7434a, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
(B)(4): it was reported that a patient's "unit" suddenly shut down and she can't walk. It was reported that the patient had no stimulation sensation starting about ten minutes before calling in. It was stated that she was walking, her device all of a sudden went off, and she couldn't move. It was reported that the patient was instructed to place the antenna over her implant and press the sync button but nothing came on the patient programmer screen. It was stated that the programmer didn't power on after the patient tried a couple different sets of batteries. It was noted that none of the batteries that the patient tried were fresh batteries. (B)(4): additional information received reported an eos/eol message. It was stated that the patient noticed symptoms today and when she tried to connect with the implantable neurostimulator she saw the "eos" message on her programmer. It was stated that her ins in the past have lasted a couple years, but this ins was implanted (B)(6) 2013 and was already depleted. (B)(4): no information. (B)(4): no information. (B)(4): no information. (B)(4): no information. (B)(4): additional information received reported that the patient's healthcare professional (hcp) would be scheduling her for battery replacement soon. (B)(4): additional information received reported that the patient had a surgical consult with the hcp on (B)(6) and would have her stimulation replaced on (B)(6). It was noted that the patient did not understand the new programmer and that she ran the stimulation at a much higher strength than what was necessary. It was stated that the patient "subsequently depleted the itrel 4 much faster than she should have". It was stated that additional information would be reported as it was received after (B)(6).